Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) "was not working properly". The ipg was explanted and replaced. It was also reported that the right ventricular (rv) lead was capped and replaced for an unknown reason. No patient complications have been reported as a result of this event.